Event description:
Note: this is a cardinal health canada complaint. But due to system issue in sfdc, have to raise it as united states. Material #: 329505. Material description: pen needle autoshield duo 30gx5mm. Material lot#: 2251276. Complaint description: insulin was administered to an elementary aged student by school staff during lunchtime in the school setting the insulin safety needle that was being used to administer the insulin malfunctioned during administration. The insulin was administered using the student's personal insulin pen and an insulin safety needle-provided by us. When the school staff placed the needle device on the student's skin the needle did not deploy into the skin. The pen was removed from the student's skin to show that the safety mechanism that is typically deployed over the needle following administration did not engage. Upon further assessment of the student's skin there was a moderate amount of liquid on the skin, more than would be expected to be a residual amount. There was also no circle indentation from the needle guard and no smaller needle prick mark. All signs that had previously been seen in the student's skin on other days following insulin administration using the safety needles. Writer then administered two units of insulin using the same malfunctioned needle to an apple. The insulin was administered to the apple and the safety guard engaged halfway over the needle leaving the insulin needle bent in half. As well the opposite end of the safety needle did not have its safety mechanism engaged. It was determined that the needle did not properly administer the student's dose of insulin according to the assessment done by the writer. The safety needle was kept by writer to be shown for further investigation.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.